Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Model number of the device. Further investigation confirmed this is a duplicate record. Due to this, future reports will be filled in the report record listed on the related report number section. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that, due to the limited amount of data provided, the cause of the message is unknown. Replacement of the device was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that analysis of the device was able to be performed. Technical services discussed that this was a false positive explant indicator related to a software update. Explant of the device was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that, due to the limited amount of data provided, the cause of the message is unknown. Replacement of the device was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that analysis of the device was able to be performed. Technical services discussed that this was a false positive explant indicator related to a software update. Explant of the device was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Data analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that, due to the limited amount of data provided, the cause of the message is unknown. Replacement of the device was recommended. This device remains in service. No adverse patient effects were reported.